Event description:
It was reported that two inset infusion sets were applied incorrectly and could not be used, consistent with an infusion set deployment or connection error. No reported symptoms or change in blood glucose. Outcomes included shipment of replacement supplies and no alerts or alarms. Investigation included customer interview and case review. Investigation of this case revealed user error during infusion set application, with no device performance issue identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.